Event description:
Chlorine (measured as total chlorine) was detected by routine monitoring above acceptable level in primary and secondary carbon filter effluent, but was within acceptable range in water downstream of reverse osmosis machine and being used for dialysis operations. Dialysis operations were then suspended until replacement carbon filters were installed by the vendor, us filter. There was no evidence of pt injury during or after the event. Pt was hospitalized flowing dialysis on the day of the event for treatment of fluid overload, a recurrent condition for this pt and not related to the event.